Manufacturer narrative:
No device analysis results are available because the device was not returned. A review of the patient care network was performed and confirmed that physiological readings have been sent after the event date of jun 15, 2023. This reported event was investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the device was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 34.82mhz and 34.55mhz during the review of the applicable reading(s). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the site is questioning the readings from the cardiomems patient electronics unit. The site reported that the patient was treated inappropriately due to incorrect readings from the patient electronics device and the patient was hospitalized (B)(6) 2023. The site reports that readings taken at home from the patient electronics unit did not align with readings taken on the hospital system while inpatient. Additional information was requested but was not provided.